Event description:
It was reported that a loss of therapeutic effect occurred following a replacement. The patient was seen on 2011 (B)(6) and an impedance check was run on the implantable neurostimulator (ins) and it appeared that an open circuit on one contact was present. The patient was not using this contact (3) for therapy so it did not present any immediate concerns. The patient hoped for improved therapy and would like the programmer to have contact 3 to use. There were x-rays taken from the ear down and it did not appear that there were any obvious breaks in the system. The lead to extension connection could not be seen. The patient was to go back to their healthcare provider to have the system looked at for a possible revision. It was unknown if a revision had been scheduled. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
Implantable: neurostimulator (ins): model 37601, serial # (B)(4), implanted: 2011 (B)(6), explanted: unknown. Lead: model 3387, lot # j0537615v, implanted: 2005 (B)(6), explanted: unknown. Extension: model 7482, serial # (B)(4), implanted: 2005 (B)(6), explanted: unknown. Patient programmer: model 7438, serial # (B)(4), implanted: na, explanted: na.

Event description:
Additional information received reported that impedance measurements of >3600 ohms were found. The impedance measurements were normal except for c-3 which was 3797 ohms. The patient was programmed to 1-, 2-, 3+. It was recommended to reprogram to take out c-3.